Event description:
It was reported that the pulse generator exhibited premature end of life. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
A healthcare facility in (B)(6) reported that an hc604 CPAP humidifier would not power on. Heat damage was noticed upon inspection by the MFR. There was no pt consequence.